Event description:
The customer called to verify if the correct donor information was entered on a procedure. During an internal audit the customer suspected the donor information was entered incorrectly on this procedure. The donor in this incident is reportedly fine and had no reaction at all during or after the donation. This report is being filed due to operator error that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. It was confirmed in the rdf that the donor height was entered incorrectly. The operator incorrectly entered seven feet on the trima system instead of 70 inches. The donor did not compromise the maximum donation volume limit of 15% tbv. Root cause: operator error. Corrective action: training and retraining have been provided to the customer about incorrect donor information entry. It has been explained to the customer several times that mistakes in entering a donor's tbv could result in the donor receiving too much ac and possibly compromising the safety box, ie post-platelet count. The sales consultant was contacted to assist in follow-up instruction for this customer. The customer stated they understood the importance of entering the correct donor information.